Event description:
The customer reported a suspected positive biological indicator (bi). The customer was not able to recall two items. The customer reported that there had been no reports of patient injury related to the unrecalled items.